Event description:
Note: company's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on patients. Hospital reported that during set-up leak was detected in the circuit and subsequently a disconnect was found on the anesthesia breathing circuit at the tubing to y-piece. No patient involvement.